Event description:
Medtronic received information that this bioprosthetic valve, implanted four years, was explanted due to rupture and/or dehiscence. The etiology of the mitral valve disease was insufficiency, perforation, and prosthetic dysfunction. The valve was replaced with a mechanical valve without reported patient complication. It was reported that the patient had a complex history with regard to their mitral valve.

Event description:
Medtronic received information that this bioprosthetic valve, implanted four years, was explanted due to rupture and/or dehiscence. The valve was replaced with a mechanical valve without reported patient complication.

Manufacturer narrative:
Upon receipt at medtronic's quality laboratory, visual examination revealed that the valve was slightly distorted. All leaflets were slightly stiff but flexible. Abrasions on the outflow belly of the right cusp appeared to be due to contact with the bias cloth and host tissue on the inner outflow rail. A large tear was observed along the margin of attachment of the right cusp which appeared to be associated with restricted leaflet movement, due to host tissue overgrowth. The abrasions noted on the outflow belly of the right cusp showed leaflet movement may have been altered. Tears and punctures through the tunica of all cusps along the inflow margin of attachment appeared to be due to the removal of host tissue. The left cusp was prolapsed along the inflow margin of attachment resulting with the belly of the cusp resting on the inner outflow rail. Tears and abrasions through the free margin and/or lunula of the left and right cusps appeared to be due to contact with the bias cloth. Traces of pannus were noted on the inflow with remnants on the sewing ring. Traces of pannus were noted on the outflow rails and stent posts. Remnants of pannus were noted along the outflow margin of attachment of the left and right cusps. A golden discoloration in the right cusp along the inflow margin of attachment and tear show possible host tissue infiltration. An unknown amount of pannus appeared to have been removed in the inflow and outflow during explant. Radiography showed a small cluster of mineralization in the non-coronary cusp. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Reduced performance of the valve is attributed to host tissue overgrowth. This findings is generally considered a patient related condition. Additionally, bias wear contributed to the tears.

Manufacturer narrative:
Additional information was received from the user facility medwatch number (B)(4). That report did not contain the bio prosthesis serial number, therefore, a supplemental report was filed to indicate correlation.